Manufacturer narrative:
Evaluation: visual inspection of the returned product found a large piece of the lens optic and one haptic torn off. The other haptic was torn off. There was evidence of clear surgical residue. Conclusions: no conclusion can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon attempted to insert a cq2015 collamer three piece lens and the lens tore. Additional information has been requested from the facility, but to date none has been forthcoming. If additional information does become available, a supplemental medwatch will be sent.